Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported device unable to recognize an open door, a loaded set or a slide clamp, which was reproduced when the pump did not prompt to load a set when the slide clamp was inserted and did not recognize an open door. The symptoms were verified as the device was unable to recognize an open door and found this to be caused by failed upper and lower latch switches. The upper and lower auxiliary assemblies were replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump does not sense a tube being loaded, a slide clamp being inserted or a door being opened. There was no known patient injury or medical intervention associated with this event. No additional information is available.